Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: aug 2, 2016. Expiration date: jul 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery the dynamic hip system (dhs) screw did not fit in the dhs plate. There was no additional information available regarding the reported event; however, there was no report of patient harm or surgical delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the dhs/dcs screw has shown that the positioning groove of the screw is damaged due to an inadequate handling. It is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could led to the deformation of the screw. Per the surgical technique literature, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The visual inspection of the returned lcp dhs plate has shown some damages at the edges of hole were the screw is inserted. There were no other damages detected. A functional test was performed with an available dhs/dcs screw. It was found that the screw could be inserted into the plate without any problems. The device history record of both items were researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.